Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening posterior side assessed as fold flaw opening and observed opening anterior and posterior side assessed as surgical damage. Additional observations: observed creases on the device. White particles observed inside device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.